Manufacturer narrative:
Third party evaluation.

Event description:
It was reported that the cot was positioned at half height when the patient sat on the cot, the head end of the cot dropped to the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.